Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 02/23/2022 reporting contaminant inside lid of specimen container. The issue was found before patient entered the room. A supplier corrective action request (scar) was issued to the specimen container supplier medegen medical products llc. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Contaminant inside lid of specimen container. Found before patient entered the room.

Manufacturer narrative:
A supplier corrective action request (scar) was issued to the specimen container supplier medegen medical products llc. The specimen container was returned to deroyal for evaluation. The root cause is unknown or inconclusive as the contaminant could not be identified by medegen medical products. Medegen medical products determined a potential cause of the contaminant dislodged from an undetermined location and entered the edge of the lid during the manufacturing process. No corrective actions have taken place by medegen medical products due to the root cause of the contaminant is unknown and inconclusive. An inventory check of the specimen container was made by deroyal, a total of 32 of the 979124 specimen container was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.